Event description:
It was reported through clinic notes dated (B)(6) 2010, that a vns pt experienced choking along with and increase in seizures. The pt's increase in seizures occurred about six months ago and since the event has been having medications changed. At the moment the relationship of the events to vns therapy is unk as well as pre-vns baseline for the pt's seizures. Good faith attempts to obtain add'l info have been unsuccessful to date.